Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012 according to the complainant, the hta procedure was successfully completed with no underlying issues noted however, the patient was admitted overnight for pain and an elevated white blood cell count. The patient was released with levaquin and discharged on (B)(6) 2012. Follow up received on (B)(6) 2012 from the attending physician confirmed the patient went to the ER on (B)(6) 2012 suffering from a fever. A cat scan revealed a fluid collection outside of the uterus indicating a perforation of approximately 2cm. The physician stated a possible infection or abscess existed before the procedure that went unnoticed. In addition, the d&c sample sent to pathology showed fat - which indicates a perforation may exist. The physician stated he did not believe the hta device was the cause. The patient was given a different antibiotic, details unknown, and has reported no further issues. The patient's current condition is fine.

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.